Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer stated that they were experiencing symptoms of extremely tired, nausea, and head hurts. Customer was treated with manual injections. After troubleshooting for high blood glucose, the customer was advised to call when tubing clamp received to perform high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.